Event description:
It was reported on an unknown date that the surgeon operated on a patient about 7 weeks ago, it was a revision/extension of a previous lumbar fusion and he used our expedium screw and instrument system. The patient was complaining of some mild back pain and after reviewing some post-op x-rays, surgeon discovered that apparently about 3 of the set screws at the proximal end of the construct had popped off of the pedicle screws and now the rods were lifting up and out of the polyaxial head of the screw. Surgeon does not plan to re-operate to address this but he will be monitoring the patient's symptoms closely and may have to schedule another surgery to stabilize the construct. This report is for one (1) unk - screws: pedicle. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for an unk - screws: pedicle/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Health effect ¿ clinical code e2402 used to capture -injury(e20). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.